Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored two untreated episodes due to oversensing of noise. The clinic was initially concerned over an electrode fracture. Technical services (ts) was consulted to review the data and noted that the noise appears to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible reasons and troubleshooting options. The patient was brought into the clinic and noise was able to be reproduced in primary but not secondary sensing vector. The noise was able to be reproduced with manipulation of the device can and while tapping on the can when in primary. In secondary there was low level unsensed myopotentials. A chest x-ray was performed with no findings. The s-ICD was reprogrammed to secondary vector and new data was sent to ts for review. Additional information was received upon ts review of the information. Ts discussed that reproducibility of mechanical noise with maneuvers in primary vector could indicate a potential lead impairment issue. Ts discussed that reprogramming may not resolve the issue and a revision procedure would be recommended. Ts provided further troubleshooting steps that should occur if the physician performs the revision in an attempt to obtain further data points for a more definitive diagnosis. Both the device and electrode were returned and it was noted that the revision procedure was due to concern over a fractured electrode. The patient was implanted with a transvenous system. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Analysis was completed on the returned s-ICD.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.